Manufacturer narrative:
A sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
PICC placed, less than 24hrs hub cracked. PICC line had to be discontinued and replaced.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. There were no similar complaints found in the lot. Four sealed samples were returned to argon from the customer. A visual inspection was performed on the returned product. The inspection found no visible damage or cracks. The returned samples were from the same lot as the affected sample but not the affected sample itself. Without direct evidence, root cause determination and corrective action are not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Additional information provided in h.3., h.6. And h.11.